Event description:
The receiver/stimulator of the pt's implant shifted to a position close to the pinna. The pt could not use their implant due to discomfort created by the microphone pressing against the implant. The device was explanted. The pt may be reimplanted at a later date.